Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient experienced muscle stimulation with ventricular pacing. A revision procedure was performed and this right ventricular (rv) lead was surgically abandoned. A new lead was implanted in the his bundle. No additional adverse patient effects were reported.